Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The sample was repeated on another cobas ise module. The initial sodium result was 154 mmol/l, and the repeat result was 140 mmol/l. The initial chloride result was 117 mmol/l, and the repeat result was 106 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The sodium electrode lot number was esq88, and the chloride electrode lot number was emt17. The expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found build-up on the dilution cup. He cleaned the dilution cup, sipper, and vacuum nozzles. He performed reagent primes, ise checks, calibration, and precision, which were all successful. There is no indication of a performance issue with the assays as qc results were in range. The provided centrifugation conditions were not acceptable based on the tube manufacturer's guidelines. In order to avoid preanalytic issues, the customer should follow the tube manufacturer¿s recommended guidelines. The investigation determined that the service actions resolved the issue.